Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed available programming settings. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed available programming settings. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed available programming settings. This crt-d remains in service. No additional adverse patient effects were reported.